Event description:
Olympus medical system corp (omsc) was informed that during the gastrectomy, abnormal output occurred with the subject device. And when the user was inspecting it outside the body of patient, there was a crack on the probe, and the probe broke off. The procedure was completed with another sonosurg. The device was used three times. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke due to the crack on the probe. As the cause of the crack, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. The instruction manual of the subject device already warns; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.